Event description:
Customer reported that because his precision xtra meter would not turn on with the insertion of a test strip he experienced the following symptoms: confusion and weakness. The customer was seen at a local hospital, where he was diagnosed with severe hypoglycemia and was administered intravenous dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available.